Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. Review of error log showed that program execution error occurred, the unit rebooted 3 times, and then a ventilator inoperative error occurred. 'Unable to read sd card' event was recorded before the program execution error occurrence, so it was determined that right after the unit shut down, it started up. Service center determined that the event of 'unable to read sd card' occurred temporarily because the unit operated properly after the error occurred once, and no problem was found in test station. Device alarm tested, tested by test station and calibrated, no abnormality was found. Device deemed to operate properly.